Event description:
A pt sustained an approximate blood loss of 642 ml when the contents of six consecutive filter sets were not returned to him. We understand that, initially, the pt was not receiving anticoagulation. We could find nothing in the info provided to use to explain why an anticoagulant was not administered. At the start of each treatment the circuit pressures were reported as "extremely high" and the filters were clotting. The access catheter and site were changed from one internal jugular vein to the other and a different machine was used. The filters continued to clot with the second prisma machine. Eventually, the access catheter was changed to the femoral vein and the pt administered anticoagulation; there were no further pressure or clotting issues following this change. The same lot number of prisma m100 filter sets has been used since the event on several other pts, with no other reports of pressure or clotting issues.

Manufacturer narrative:
The involved samples were discarded and therefore not available for inspection. The complaint history file has shown there are no other complaints and no nonconformities with regard to lot 11c2402g, which was consisted of 2508 units. Technical analysis of m-100 filters from the same lot number was performed. No anomaly was found with any of the filters and the reported event could not be duplicated. Based on the info available to us, it appears very likely that the issues reported to us were caused by the failure to administer an anticoagulant to the pt during the treatment. Once the pt rec'd anticoagulation there were no further issues with clotting filters or high filter pressures.